Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received that the unit did not result in an inability to switch ventilation modes. There was no loss of ventilation. Function of the machine is not affected during patient use. The reported fault was not reportable. Additional information was received that the unit did not result in an inability to switch ventilation modes. There was no loss of ventilation. Function of the machine is not affected during patient use. The reported fault was not reportable.